Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a chronic driveline infection since 2016. The patient was admitted on (B)(6) 2016. Patient presented with systemic inflammatory response syndrome (sirs), heart rate (hr) of 90s, temperature max of 38.6 f, and white blood count (wbc) of 17 to 15. Infectious workup was negative (chest x-ray (cxr), urine analysis (ua), abdomen ultrasound (us) unremarkable) except secondary blood culture (bcx) on (B)(6) 2016 which grew methicillin-susceptible staphylococcus aureus (mssa). The treatment given at the time was intravenous (IV) antibiotics and then chronic oral antibiotics for suppression.